Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: one of each of the following device(s) was received: driving cap (part # 03.010.523 / lot # 8751016 / mfg. Date: 02/2014), aiming arm (part # 03.010.440 / lot # 14-6678), the returned devices shows regular use during their lifespans. The distal threaded portion of the driving cap has sheared off, and the tip is stuck in the returned aiming arm. Overall, the aiming arm is in good condition with no other observable damage. The damage to the driving caps is most likely the result of off-axis hammering on the device before fully seating the driving cap on the aiming arm. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. The design is adequate for its intended use when used and maintained as recommended, it did not contribute to the complaint condition, this complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: (B)(4) - manufacturing date: february 24, 2014 no non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the driving cap broke into the new insertion handle at the threaded interface while inserting a tibial nail during a procedure on (B)(6) 2015. A five (5) minute surgical delay was noted. The patient required no intervention and the procedure was completed successfully. No additional information is available at this time. This report is 1 of 1 for (B)(4).